Event description:
It was reported that the patient presented to the emergency department with loss of capture on the right ventricular lead. The patient experienced bradycardia-related symptoms. The physician increased outputs and the capture was intermittent. The following day on (B)(6) 2017, the lead was capped and replaced. The patient was in good condition after the procedure.